Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 40's mg/dl. The customer alleged that the insulin gauge showed that the pump delivered excess insulin to customer. Data review by tandem technical support confirmed that the insulin gauge display was accurate, and the pump was functioning as intended. Additionally, customer confirmed that the tubing was detached from body before starting the fill tubing process. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.